Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging her onetouch ultralink meter was reading inaccurately high. The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The following complaint was classified based on information obtained from lifescan customer service. The patient stated the alleged issue occurred on (B)(6) 2011, at approximately 11:00am. She reported blood glucose results of "209mg/dl" with the subject meter and "115mg/dl" on another unknown meter, performed greater than 30 minutes apart. The patient reportedly manages her diabetes with an unknown type of insulin through pump therapy and stated she decreased her food/drink consumption in response to the alleged high reading on (B)(6) 2011, at an unknown time. The patient claimed that she developed symptoms of "a headache and a dry mouth" immediately after testing. The patient reported that she was at the emergency room (ER) on that same day at approximately 11am. It is not known if the tests were performed in the ER and what the reason was for the ER visit. The patient claimed she was treated by a healthcare professional with insulin. It would have been helpful to know what her blood glucose reading was at the ER prior to administering the insulin as well as the type and dose received. It would have also been helpful to know the exact times of the two readings and how far apart they were performed. It is not known if the patient felt better after the treatment and whether she was released that same day. At the time of troubleshooting, the cca noted the subject meter's unit of measure was correct, and the subject test strips were unexpired. The samples were taken from the same approved site. Replacement products were sent to the patient. This complaint was initially ruled out due to the following conclusions: the product did not cause or contribute to a serious injury since the patient's symptoms and form of treatment were consistent with the alleged high result obtained on the subject meter. In addition, there is no evidence the product has malfunctioned at the time of customer service troubleshooting. Lifescan received the meter and test strips involved with this complaint. The returned meter passed testing; however, the returned test strips failed testing. The control solution test result with the returned test strips was above the expected range. Product analysis testing with the returned test strips was completed on (B)(4) 2012.

Manufacturer narrative:
The 510(k) # is k073231.